Manufacturer narrative:
Result of investigation: exact root cause is not determinable. Most likely the failure is due to the blower electronics. The device is equipped with moog blower. As a resolution the mainboard was replaced and the unit was working fine.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows that alarm 316 was triggered during each start-up. The reading for "voltage check blower" remains at zero when the blower is switched on and set to 30% voltage. Technical team suspected that the rootcause of the issue was the defective power board electronics but replacing power board did not fix the issue. Advice customer to check the connection and perform the blower check again then provide updates. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 was not ventilating and nothing is coming out of the inspiratory block as well as the blower. There were two errors showed up technical failure 401 "inspiratory valve or device leaky and technical failure 316"blower failure". There was no patient involvement reported from this event 6. Tests/lab data, including dates.